Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02287. It was reported the patient would like to have his scs system removed. The patient stated his scs system "did not work." The patient has not used or charged his scs ipg in at least a year. The patient stated he was unsure to what degree the scs stimulation had worked for him and believed the stimulator was causing his pain. The patient's physician reassured the patient the system was not causing his pain, and identified a mechanical source of pain that would not be managed by the scs stimulation. The physician stated that the process had started over a year ago, and structural repair as well as an ipg replacement was recommended. The patient is going to have additional x-rays taken and will contact his surgeon for the next course of action.